Event description:
In 2004 the patient's family member called lfs on their behalf alleging that their one touch basic enhanced meter was calibrated low. Senior medical affairs specialist spoke with the patient in 04/2004. Patient reported that they had been feeling shaky all day. Noticed they had been sleeping more than usual. Patient had woken up that morning and taken their medication (metformin 1000mg 2/day). Patient had slept after having had breakfast. At noon patient had woken up, had lunch, and gone back to bed. Sometime later that evening, patient had obtained a 258 mg/dl, while feeling sweaty, shaky, and hot. Minutes later patient had obtained a 254 mg/dl. Patient had called their family member and family member had arrived 45 minutes later. Patient again had test on their meter and obtained a 46 mg/dl. Throughout the time of testing, patient had not administered any self-treatment, as patient was instructed to never do so by their physician. They called 911. Prior to the emt arriving patient had obtained a 206 mg/dl. When the emt arrived, they obtained a 56 mg/dl. Patient was treated with candy and juice. The ems obtained a 102 mg/dl on their meter prior to leaving. Lately patient had stopped testing since their blood glucose level had been "perfect." The patient also would not have taken any measures based on the meter readings, as this was the first incident patient had ever experienced. The patient was walked through several check strip tests and all 3 results fell outside the specified range. The patient neither alleged harm nor experienced injury or medical intervention due to the meter. Patient had taken their medication, had not been testing their blood glucose levels, obtained a relatively low reading on their meter prior to the ems arriving, and would not have administered self-treatment based on the meter readings. However, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and strips were replaced.